Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note, per the amplatzer post-infarct muscular ventricular septal defect occluder instructions for use, arten600038248 revision b "warnings: do not release the amplatzer¿ post-infarct muscular vsd occluder from the delivery cable if the device does not conform to its original configuration or if the device position is unstable. Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace it with a new device."

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 24mm amplatzer post-infarct muscular vsd occluder was selected for implant. During the procedure the device was deformed after placing the device into the post mi defect. The physician deployed, recaptured and repositioned the device twice, but still did not like the position. The physician retracted the device, cleaned it and reloaded the device into the delivery system, but the device was not salvageable. The ventricular disc was cobra shaped and the waist was mangled to the point where the device could not go back to its original shape. The device was exchanged for a 22mm amplatzer post-infarct muscular vsd occluder and successfully implanted without incident. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure.